Event description:
In 2005 the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the one touch ultra meter was reading inaccurately high. The patient ate her breakfast at 8:00 am. She tested and obtained a 504 mg/dl at 10:00 am, while feeling giddy. Normally the patient takes the oral medication "dionil", however, she was administered 2 units of unspecified insulin, prior to consulting with the physician regarding the 504 mg/dl result. By 10:15 am she became unconscious. She was transported to the hospital, where a result of 225 mg/dl was obtained at 10:30 am. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference 0f these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The patient is still in the hospital for observations. The patient obtained an elevated blood glucose result, had symptoms, took insulin prior to consulting with a physician, and had a relatively elevated blood glucose level at the hospital after fainting. The reporter mentioned that the patient had blood glucose results of "465 mg/dl and 395 mg/dl" with the lifescan meter and "184 mg/dl and 174 mg/dl" on the laboratory device, respectively, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care advocate walked the reporter through a control solution test and the result fell outside the specifications. The meter, control solution, and test strips were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.